Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test, low battery or off no power alarms noted. However, corroded battery tube threads noted during visual inspection. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. All buttons functioning properly during testing, however peeling keypad overlay noted during visual inspection. Device received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called via phone call indicating that they had to change the battery 3 times in less than a week. Customer indicated that the first two times it alarmed low battery and the last time, alarmed failed battery test. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.